Event description:
The customer reports that the mx40 displays a speaker malfunction error. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
There was no evaluation of the alleged device performed as the device was received from a third party company. The service engineer advised the customer to contact the third party company for evaluation and repairs. H3 other text : device was received from 3rd party; therefore service/evaluation is 3rd party responsibility.

Event description:
The customer reports that the mx40 displays a speaker malfunction error. There was no evaluation of the alleged device performed; therefore, it was unable to be confirmed if the device failed to meet specifications. The device was not in use on a patient at the time of the event.